Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs trial lead implant site. Reportedly, as the physician was advancing the lead, the patient was uncomfortable and did not want to proceed. The procedure was stopped, no other action was taken and the event resolved on the same day.